Event description:
2008 - rep called to place order for this call. Brake failure. 2008- rep replaced the brake caster and the brakes functioned as designed. He had scrapped the brake caster that was removed from the bed. Rep reported that there were no reported injuries.